Manufacturer narrative:
The device was returned to olympus for evaluation and found a cut on cable. Based on the results of the investigation, it is likely that the following led to the malfunction: user mishandling identified; failure to follow instructions. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never clean, disinfect, or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Does the instructions for use/label need to be revised or was there an issue with translation, wording, or graphics? No. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cut on the cable. There was no patient involvement.